Event description:
It was reported that the intra-aortic balloon (iab) was placed in the "right place" and connected to the pump. The pump began to alarm, the md removed the iab from the pt due to his suspicion that the catheter was leaking. Further info has been requested.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.